Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter displayed inaccurate high results compared to another meter. The complaint was classified based on the customer service representative (csr) limited documentation. The patient was unable to provide specific information. The patient could not confirm the exact date and time the alleged meter inaccuracy began. The patient reported that he has obtained unspecified inaccurate high blood glucose readings with the subject meter compared to another meter, the tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient confirmed to manage his diabetes with levemir insulin (self-adjuster, the dose was not specified) and denied making any changes to his usual diabetes management in response to the alleged issue. The patient reported developing symptoms of feeling ¿light headed, sweaty, weak, dizzy and passed out¿ at unspecified date in (B)(6) 2018, 4-5 hours after the alleged inaccurate meter readings. The patient confirmed that his wife provided him "some honey¿ in response to the alleged symptoms and she contacted the emergency medical services (ems). The patient¿s blood glucose level was checked with the ems meter, obtaining a reading of ¿32 mg/dl¿. The patient was treated with IV glucose and glucose tablets. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and the issue remained unresolved. Replacement product has been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical intervention after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.